Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in pinhole form at 10atm within 1 minute. The device was removed without any problem using normal method and the procedure was completed with another of the same device. No patient complications and the patient was good after the procedure.